Event description:
It was reported the camera head was loose. No reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was loose. No reports of patient harm.

Manufacturer narrative:
Updated fields: d4, h2, h3, h4, h6, h10, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body (lens) scratches, and cable - water-tightness failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water tightness failure due to pinhole in the cable and the main body (lens) scratches due to a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.